Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint could not be verified. No product was returned and no functional tests or inspections could be performed. The distributor stated the drill bit fractured as soon as torque was applied to a screw during a mandible procedure; however, a drill bit is not intended to encounter a screw and further clarification was not provided by the distributor. A DHR review for this item could not be reviewed due to the lot being unknown. For all similar iq drills w/stop (part #72-20xx) in the previous one years (from the notification date) involving the drill fracturing, (B)(4). The most likely underlying cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report, b5 describe event or problem, d10 device availability, g4 date received by manufacturer, g7 type of report, h2 follow up type, h3 device evaluated by manufacturer, h6 method code, h6 results code, h6 conclusions code, h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Sales rep.

Event description:
It was reported that a drill bit fractured while attempting to insert a screw into the patient's mandible. The procedure was completed with a back up driver and drill bit. No adverse events were reported as a result of this malfunction.